Event description:
This is report 2 of 2 for (B)(4). It was reported by the affiliate in colombia that a piece of arthroscopic shaver system blade, single-use broke. There was no procedure nor patient involvement reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4). Reporter is a j&j employee. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : the complaint device is not being returned, therefore unavailable for a physical evaluation. However, a photo was provided. Upon visual inspection of the photo, the plastic of the hub assembly was broken. It cannot be possible to see the condition inside the handcontrol. This complaint can be confirmed. The photo does not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. The possible root cause can be related during the rotation and alignment part since it was close the proximal part. However it cannot be conclusively affirmed. As per IFU, to prevent damage, do not allow blade or burr to come in contact with other instruments and/or implants while rotating. To install the device into the fms handpiece: rotate the locking ring to the left, and align the blade-locking pin with the handpiece locking slot and push device in. Release the locking ring allowing it to return to its initial position.3. For optimal soft tissue resection, run blade in oscillation mode. A manufacturing record evaluation was performed for the finished device lot number: m2202010 and no nonconformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. The plastic of the hub assembly was broken and showed signs of heating in the proximal part. The inner and outer sleeves were separated and inspected for any visual defects. The device had signs of friction and striation marks of wear. A manufacturing record evaluation was performed for the finished device lot number:, m2202010 and no nonconformances were identified. Based on device condition received, this complaint can be confirmed. The possible root cause can be related during the rotation and alignment part since it was close the proximal part. . Besides, the handpiece where the blade is assembled was not received for evaluation, the possible root cause for the signs of warming could be attributed to the condition of the handpiece, as running the motor and aggressive blade dry (not immersed in a saline) and/or in high speed can create friction between the inner and outer tubing of the blade which will cause the motor to heat up. However, it cannot be conclusively affirmed. As per IFU, to prevent damage, do not allow blade or burr to come in contact with other instruments and/or implants while rotating. To install the device into the fms handpiece: rotate the locking ring to the left, and align the blade-locking pin with the handpiece locking slot and push device in. Release the locking ring allowing it to return to its initial position.3. For optimal soft tissue resection, run blade in oscillation mode. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.